Event description:
After treatment with juvederm ultra plus the patient presented with a herpetic breakout in the right cheeks. The patient has a history of cold sores around the lips, but does not have any autoimmune diseases or known allergies. The physician noted the prescription of oral valtrex and zovirax to prevent worsening of symptoms that may lead to permanent damage.